Event description:
A consumer reported having essure inserted for contraception. After implantation, she experienced migraines, pelvic pain, cramping, severe inflammation and no period (amenorrhea) for first 6 months after insertion. Instead she had a vaginal discharge that was a copper colored. She had to use a tampon for the discharge. Then after 6 to 7 months she started to bleed and bled non-stop for 6 to 7 weeks. After the bleeding stopped she again had a copper colored vaginal discharge. She also experienced hair loss just falling out, diagnosed with hashimoto's disease, lost thyroid function, hot flashes, night sweats, total loss of libido, horrible joint pain throughout entire body, insomnia, digestive issues, chronic constipation, increased urinary urgency that even wake her up at night but did not go very much, anxiety that she did not have a history of prior to essure insertion. She also thinks she was allergic to the nickel in the coil. An hsg was never done after the procedure, but in late (B)(6) 2013 or beginning of (B)(6) 2013, she had an ultrasound and x-ray to check placement of coils. The ultrasound report said possible essure visualized by cornua, but not sure. The radiology report said essure coils identified in aspect of pelvic cavity on left side and one coil resided to the right midline. On the view it appeared that one of the units was significantly bent. She was treated armour thyroid 1/2 grain, synthroid now 50 mcg daily, seen by a few different physicians for joint pain and anxiety. She stated she was forced to have a hysterectomy (except ovaries). She has the coils that were removed and they are compressed. The coils never expanded. Since removal of essure, joint pain is gone, pelvic pain gone. Her hysterectomy was an easier recovery than essure insertion, hair loss decreased, and she feels better than she has in a long time.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.